Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy fluid and constipation, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the reported event. The treatment for the peritonitis was not reported. The patient remained hospitalized at the time of this report and did not recover from peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895227, gd895235 and gd895425 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).